Manufacturer narrative:
Information was received via published literature. Event problem codes: (B)(4). Please reference literature at the following location: http://www.arthroplastyjournal.org/article/s0883-5403(07)80028-3/pdf no devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. It was reported in the journal article "cementless total hip arthroplasty using a porous-coated prosthesis for bone ingrowth fixation" that none of the radiolucencies were wider than 2mm and only two hips had radiolucencies adjacent to all three porous pads. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. The complaint may be revised upon return of substantial information.

Event description:
It is reported that twenty-five hips developed one or more femoral radiolucencies proximally at the porous pad-bone interface.